Manufacturer narrative:
(B)(4). Date of event is unknown. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the tip of the clamp broke. The clamp was discarded because it was contaminated. There was no patient consequence.